Event description:
It was reported that the patient presented for follow-up. Noise was observed on the lead. Externalized conductors were noted via x-ray. Lead to be capped at device change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.